Event description:
The MFR received info from a third party service center alleging the device failed a preventative maintenance test. The device was not in pt use. The device has yet to be received for eval by the MFR. At this time, we are unable to confirm the alleged malfunction. A f/u report will be submitted when the MFR's investigation is complete.